Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. (B)(4). Carefusion field service engineer (fse) was dispatched to evaluate the device. At this time, the device has not been returned to carefusion¿s failure analysis lab (fa lab). Fse report - ((B)(4) 2015) performed a user verification test (uvt) after a connection assembly was installed. Device was set to run overnight to ensure proper function.

Event description:
The customer reported "low returned volumes" on a vela ventilator. The customer changed the sensor, valve body and diaphragm without success. The customer reported patient involvement but no allegation of patient injury/harm.